Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the insulation of the cable of the radiofrequency head was damaged. The cable was replaced. It was also indicated that the upper case lens was loose and therefore replaced. The head replaced all functional and system tests. (B)(4).

Event description:
It was reported that the insulation of the cable of the radiofrequency head was broken down and the wires were showing. The head was returned for repair. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.